Event description:
Caller reported a malfunction alarm, specifically alarm 01. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was under warranty, and the customer agreed to use alternate insulin delivery via mdi. Technical support confirmed the shipping address and guided the customer to set the malfunctioning pump to storage mode before its return. The customer was provided with a pre-paid label for returning the pump within ten days and acknowledged the instructions.